Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor session restarted on its own. No additional event or patient information was reported. No product or data was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.